Manufacturer narrative:
Additional information: b5.

Event description:
Related manufacturing ref: 3008452825-2021-00182, 3008452825-2021-00183. During a left sided pulmonary vein contraction procedure, a tamponade occurred. The patient became hypotensive, adrenaline was administered and the patients blood pressure increased only transiently. An echo was revealed a cardiac perforation and the patient was taken to surgery, however, the site of the perforation could not be located. The patient is recovering. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left sided pulmonary vein contraction procedure, a tamponade occurred. The patient became hypotensive, adrenaline was administered and the patients blood pressure increased only transiently. An echo was revealed a cardiac perforation and the patient was taken to surgery, however, the site of the perforation could not be located. The patient is recovering. There were no performance issues with any abbott devices.

Event description:
During the procedure, a tamponade was noted. Additional information has been requested.